Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon review, the left ventricular lead exhibited no capture. On (B)(6) 2018, fluoroscopy was performed which noted lead dislodgement. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.